Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. A sample for this complaint was not provided for analysis. The DHR for lot number 0000980262 was unable to find any issues during manufacturing and assembly. During the incoming raw material inspection process, the review identified 2 minor issues for minor debris. Though the debris was notated during the inspection process, the identified instances did not violate the established reject number for the inspection plan and consequently, no ncmr was issued for the debris. Likewise, the complaint investigation determined there was no potential impact from the debris to the reported failure mode. Based on the investigation results, a probable root cause could not be identified for this complaint. No issues were identified during the DHR review and no complaint sample was provided for evaluation. Since the failure was not confirmed, we were unable to provide a root cause nor any corrective actions. We will, however, continue to track and trend future feedback for similar issues.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
After implantation of 50-7050 drainage with lockable drainage line (50-7245; included) which was difficult to connect. After drainage clinic staff tried to disconnect 50-7245. Safety valve fell apart completely. They even saw the blue silicon parts inside. Immediately they slipped the blue emergency slide clamp over the catheter. Unfortunately, they didn't keep the valve for evaluation. Neither patient injury nor medical intervention has been reported. On 31-july-2017: additional information received: what intervention was required for this one? Did they just change the valve or did they place a new catheter? They just did change the valve. The intervention for this was: no warranty of the safety valve anymore.- can you find out if they had to pull harder than usual to remove the locking access tip, or did it seem normal? They had problems to connect the access tip with the valve, it didn't seem the same like usual. After the drainage they pulled off the access tip with drainage line and could see the inside of the valve.